Event description:
Device malfunction: premature deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a biliary stent procedure, the absolute stent delivery catheter seized and accordioned on the guide wire, and the stent became partially deployed within the sheath. The device was successfully removed from the anatomy while still partially deployed within the sheath. There was no reported patient sequelae. This physician fully deployed the stent during examination once it was removed from the anatomy. Another stent was used to complete the procedure. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation of the returned device found a damaged catheter tip, accordioned distal shaft, and major kink. The damaged catheter tip has the appearance of an interaction with another device/object. The accordioned distal shaft has been replicated by engineering when advancing an absolute quickly through a 6f introducer sheath. The kink was most likely related to the return shipping. All catheters are 100% visually inspected for tip and shaft damage, and retractable sheath movement. We were unable to determine a specific root cause for this incident. A review of the finished device lot history record (lhr) did not reveal any non-conformities which could have contributed to this complaint.